Manufacturer narrative:
The device was received for evaluation. During functional testing, an "missing flow sticker" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be missing flow sticker. The missing flow sticker requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow sticker of a spectrum infusion pump was missing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.